Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to see doctor due to site infection. Blood glucose was 98 mg/dl. The customer was treated by antibiotic pills. Customer did not use alternative tapes. The product will not be returned for analysis.